Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that deviations from proper device reprocessing were due to reprocessing technician did not understand how to conduct reprocessing properly. The event can be prevented by following the instructions for use which warns on inappropriate reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation; however, the olympus endoscopy support specialist (ess) was onsite for the observation. The ess performed an in-service at the facility and explained the importance of performing all steps correctly, and referenced the olympus pre-cleaning guide that was located in the room. The facility manager was provided materials and an additional cleaning, disinfection, sterilization and reprocessing in-service was scheduled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during an onsite visit, it was observed that the technician was not flushing the videoscope's auxiliary water channel, using co2 while flushing the air/water channel and did not suction water or air for the correct amount of time. There were no reports of patient harm.